Manufacturer narrative:
Unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify e35, e32 alarm due to motor error alarm. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer's blood glucose was 314mg/dl at the time of the incident. The customer reported that he was having a problem with the pump. The customer reported that he got either motion sensor test failure or incorrect pump model number in flash error. The customer stated he felt funny so he checked his blood glucose and it was 314mg/dl, so he tried to give himself a bolus and that's when he got the alarm. The customer reported that he tried to rewind and reset all the programming, but when he tried to rewind initially and do the priming process, he had to put his finger in the pump because the piston just kept pushing. The customer stated the alarm received was motion sensor test failure. They could not complete any high blood glucose troubleshooting due to pump error. The customer declined any further high blood glucose troubleshooting other than the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.